Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012, by fax and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the pt is experiencing glare and has trouble seeing at night. The surgeon also reported the pt is being treated for dry eyes. In a f/u, the surgeon reported the event continues; the pt uses sunglasses indoors most of the times and is light-sensitive. The surgeon indicated that lris (limbal relaxing incisions) were performed during the surgery for the right eye. He also reported the left eye is not as clear as the right eye. In the surgeon's opinion, it is unk if the device caused/contributed to the event. There are two medical device reports associated with this event. This report is for the right eye.